Manufacturer narrative:
Problem found with device auto cal valve being out of range. Valve was replaced.

Event description:
Impact 731/emv+ ventilator was being used on a pt when it showed a run time error code and became intermittently operable. There was no serious injury to the pt reported by the end user. The end user reported that back up ventilation equipment was available at the time of the event but did not report that it was used. Though serious injury to the pt was not reported, we have submitted this as a serious injury because it is possible that intervention using back-up ventilation equipment may have been needed to preclude permanent impairment or damage due to the device malfunction.